Event description:
Procedure: lap chole. According to the report: during preparing for surgery, confirmed the head of dilator was separated. Not used for pt. Used another.

Manufacturer narrative:
(B) (4).